Event description:
The patient reportedly developed a skin flap breakdown and underwent a reposition surgery. The patient's skin allergy and skin flap breakdown could not be resolved after the reposition surgery. The patient's device was explanted. Advanced bionics is in the process of gathering more information; once more information is obtained, a supplemental report will be submitted.